Event description:
There was no patient involved in this event. The pad unit wil not power on with pad-pak expiry of 402017 (lot #a1418).

Manufacturer narrative:
On receipt of the device the history and memory logs were downloaded. Information from the history log indicates the pad-pak was first installed successfully on the 5th august 2013 and performed to specification up to the 14th december 2014. The final history log entry on the (B)(6) 2014 records a self-test fail due to a low battery. The returned pad-pak was installed and the device failed to power on. The red status led flashed throughout. A test pad-pak was installed and passed a self-test. The device shutdown with no warnings. The returned sam 300p was tested on calibrated equipment, the test therapy was delivered and an acceptable measurement was recorded for the test shock. The device was disassembled for investigation. The on/off circuitry of the printed circuit board was scrutinized. Investigation found the reported fault can be attributed to a component failure of the on/off circuitry.